Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 356 mg/dl. The customer delivered a bolus to stabilize bg level. During the call with tandem technical support (cts), a system check was being performed. However, the contact declined to finish troubleshooting and to check the infusion set site. The contact stated to believe elevated bg's were due to customer consuming more carbohydrates then what was bloused for.